Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the pump would pulsate with vibrations. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cease cessation of insulin delivery.

Manufacturer narrative:
Date of submission 28-feb-2018 the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: during investigation, the pump powered up to a functioning vibratory alarm. Unrelated to the original complaint, multiple call service 088 alarms were found in the pump history. The pump was opened to find moisture on the internal components. Additionally, the battery compartment was cracked from the case seal to the grip pad. .